Event description:
It was reported that a synvasive oscillating saw blade was observed to be broken when the zimmer universal power system oscillating saw attachment was opened and the scrub technician was in process of removing the saw blade. This medwatch is being submitted in conjunction with MDR # 8031000-2013-00067.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation. A follow up medwatch will be submitted when the investigation is complete.